Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient reported getting informational power on reset (por) error messages on devices. The patient had radiation yesterday and stated that since starting radiation, she noticed that therapy was not as effective. Radiation was being done on the left breast and the implantable neurostimulator (ins) was located on the right hip. Clearing the informational por was reviewed with the patient and was done successfully. Therapy was turned on following the reset, and the patient stated that it was adequate. This resolved the por issue. No interventions or outcome were reported regarding the patient having noticed that therapy was not as effective since starting radiation. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.